Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device will not turn on/device not functioning, cough. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory-initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Product investigation laboratory also observed customers humidifier heater plate did heat. Product investigation laboratory observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. Secondary findings: 32 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Ui (user interface) knob broken product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Product investigation laboratory was unable to confirm the complaint or address the symptoms specified. In box d: device avail. For eval, date returned has been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, device problem code grid, patient outcome code grid, evaluation method code grid, component code grid, evaluation results code grid, conclusion code grid has been updated.